Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, no flow occurred. The 90% stenosed and 30mm long target lesion was located in the ostium of the right internal carotid artery with a secondary lesion in the proximal right internal carotid artery. Reference vessel diameter was 5mm. A 190cm filterwire ez embolic protection system was deployed, the lesion was predilated with a 3x20mm balloon, and a 4-9x40mm adapt monorail stent was implanted. Repeat angiography performed after post dilation with a 5mm balloon revealed a no-flow phenomenon. An attempt was made to treat this with a non-bsc aspiration catheter but little material was moved. The catheter was withdrawn in a partially opened position due to a large amount of thrombus/plaque material in the filter. Following the intervention, there was free flow towards the brain. Duplex ultrasound performed the next day showed a properly deployed stent with normal flow or evidence of residual stenosis.